Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor drive anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was slower during rewind and louder during rewind. It was reported that the motor sounds labored made grinding noise and buttons were less responsive, harder to press. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. No audio/beep anomaly, vibrate anomaly, absence of alarm anomaly, drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. All buttons functions properly. No button error alarm noted. No button/keypad anomaly noted. No damage noted on the keypad traces. Device uploaded properly using carelink. Device had a small crack on the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).